Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.

Event description:
Patient reported skin irritation in the form of burning sensations, open skin, and scabbing. The patient did seek medical treatment and was treated with an otc medication. The patient reported following proper skin preparation instructions.